Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is inconclusive because the luer attachment was not returned for evaluation. One 22 ga x 0.75 in. Safestep infusion set without y-site was returned for evaluation. A functional test of attempting to infuse water into the infusion set using a 12 ml syringe revealed nothing remarkable, and the infusion set was patent to infusion. The safety mechanism of the safestep infusion set was subsequently deactivated so the infusion set could be pressurized. Upon pressurizing the infusion set with water using a 12 ml syringe, no leak was observed throughout the returned infusion set. Because the luer attachment was not returned with the device and attempts to make the infusion set leak were unsuccessful, the complaint of a leaking infusion set is inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that fluid leaking from the infusion connection and connector of safe step. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported that fluid leaking from the infusion connection and connector of safe step. There was no reported patient injury. No other information was provided.